Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported the patient was unable to feel stimulation on (B)(6) 2017. The patient could not recall any circumstances the could have led to or caused them to not feel stimulation. The lead with electrodes 8-15 was being used to stimulate the left side. Impedances were checked on it and they found several high impedances. The lead with the 0-7 electrodes had impedances that were in range so they performed reprogramming using that lead, which resulted in the patient feeling stimulation on both sides equally. The patient was satisfied with the result. No further complications were reported.